Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak while inflating. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found other devices from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo lesion in the anterior tibial artery. A 5.0 x 150 mm armada 18 otw balloon was unable to be pressurized due to a leak at the hub. Two attempts to inflate the balloon were made, but pressure was unable to build up to any atmosphere. The balloon was then removed and another same size armada 18 balloon was used to successfully complete the procedure. The patient is doing well. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.